Event description:
"Distal component of mcp pyrocarbon implant stem fractured post-operatively." Add'l info was rec'd from the surgeon. The initial surgery was on (B)(6) 2013. The implant fracture occurred on (B)(6) "with some type of trauma" which was discovered by x-ray on (B)(6) 2013. The implant was implanted in the third digit of the right hand of the pt. A revision surgery has not been scheduled to date.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.